Event description:
Device issue: none. Adverse event: thrombosis and death. Time of adverse event: post stenting procedure. It was reported that on (B) (6) 2010, a 3.5x18 rx promus was implanted in the proximal left anterior descending (lad) artery, and a 3.0x23 rx promus was implanted in the mid-lad. On (B) (6) 2010, another pci procedure was performed, during which a 3.5x12 rx promus, and a 3.0x18 non-boston scientific stent were implanted in the mid-right coronary artery. Stent thrombosis was noted. After the patient was discharged from the hospital, the patient had slight chest pain and was taken back to the hospital. When the patient arrived at the hospital, the patient status was cardiac arrest. Although an iabp was performed, and the patient underwent an urgent procedure, the patient expired. No additional information was provided. (B) (4)

Manufacturer narrative:
(B) (4). The promus stent (part# 1009541-23b, lot# unk) and promus stent (part# 1009542-12b, lot# 9092241) indicated are being filed under the same medwatch MFR number.